Event description:
It was reported that multiple intermittent malfunction alarms occurred. Customer's blood glucose level was between 54-500 mg/dl. The pump was reportedly submerged in water before at least one of the malfunctions occurred. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. The pump was reportedly submerged in water before at least one of the malfunctions occurred. Reportedly, the customer continued to use the pump for insulin therapy.